Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt this lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the distal of the distal shocking coil. Associated with this was a slight stretching of the distal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. It is important to note that bunching of the gore material is unlikely to affect the functionality of the lead; however, both bunching of the gore and stretching of the shocking coil may result in the lead being more susceptible to tissue in-growth .excessive drag on the gore and shocking coils resulted in bunching of the gore and stretching of the coil. This was likely due to the reported tight patient vasculature.

Event description:
Boston scientific received information that during a replacement procedure, this right ventricular (rv) lead had high placement difficulty due to the patient's anatomy. Once the lead was removed and attempted to be repositioned the physician observed lead coil damage. The cause of this damage is unknown. The physician elected to remove and replace the rv lead. The lead will be returned for analysis. No adverse patient effects were reported.